Manufacturer narrative:
The manufacturer received new and relevant information on 02/24/2023, that the patient had a medical condition that is congestive heart failure, had triple bypass. In box b and box h sections was updated/corrected.

Manufacturer narrative:
The manufacturer received information, that patient had congestive heart failure, had triple bypass, and also asthma after the use of the device. In box b, box g and box h sections was updated/corrected and also appropriate health effect ¿ clinical code has been added.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to particles in tubing/chamber, difficulty breathing/short of breath, dizzy, headache. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.